Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The gas inlet valve, the gas inlet valve body, and the drive gas inspection valve were replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an internal error preventing mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
After engineering review, it is concluded that the reported issue would prevent use of the device. This is not a reportable malfunction and was not reportable. H3 other text : after engineering review, it is concluded that the reported issue would prevent use of the device. This is not a reportable malfunction and was not reportable.